Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump randomly locking up and becoming unresponsive. The clip was broken, the display was scuffed with the corner peeling, and it was difficult to see the screen in direct sunlight. The pump appeared to rewind more slowly than normal. The copper contact inside the battery compartment had fallen off, causing the pump to reject new batteries and have reduced battery life. The continuous glucose monitoring needed to be charged twice a week, and there were issues when updating the sensor. The customer reported no adverse event. The event involved product(s) mmt-1884, acc-1601, mmt-7841zn, mmt-7040a. Troubleshooting was not performed. Troubleshooting was partially performed for battery cap issues, and the customer reported battery cap damage. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return is required for acc-1601. No product return is required for mmt-7841zn. No product return is required for mmt-7040a.